Event description:
Consumer called. Meter lcd display shows partial characters. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: meter dropped/impacted/stressed enough to break lcd.